Manufacturer narrative:
(B)(4). D10: 42527900300; tibial articular surface provisional shim size cd 10 mm thickness; 62710612. 42527900700; tibial articular surface provisional shim size gh 10; m thickness 65156464. 42527900702; tibial articular surface provisional shim size gh 12 mm thickness; 65156477. G2: foreign: canada customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a shim caddy was opened, and it was found that the shims were missing the ball bearings. All available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, h2, h3, h6. The following section was corrected: h4. The reported event could not be confirmed for this device, as no photos or device were provided. Visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report at this time.